Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on 12/11/2013.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/11/2013 with the following findings: visual inspection revealed that the battery compartment was cracked from the threads down to the fingerpad. The battery cap was able to fit securely to the pump and maintain an electrical connection. The pump powered on appropriately to the verify screen. The pump was primed and exercised with no alarms and no power issues. Unrelated to the battery compartment damage, a review of the black box showed evidence of short battery life with sudden voltage drops. The pump was tested with an external power supply, and current draws were found to be above specification. Investigation identified individual defective pcb components; when these components were removed, current draws returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).